Event description:
A result of not confirmed was incorrectly reported to the physician for the advia centaur xp hbsag confirmatory (conf) assay. The physician questioned the result since the (B)(6) result was repeatedly (B)(6). The patient sample was (B)(6) and was tested with the hbsag confirmatory (conf) assay. Upon review with the technical support engineer (tse), it was found that the result obtained was re-dilute for the hbsag confirmatory (conf) assay and required further dilution for confirmation. The patient sample was repeated and the result for the hbsag confirmatory (conf) assay was not confirmed (B)(6). It is unknown if patient treatment was prescribed or altered. There was no report of adverse health consequences due to the incorrectly reported result.

Manufacturer narrative:
Use error contributed to the cause of the discordant (B)(6) confirmatory result that was incorrectly reported. The physician questioned the result due to the repeatedly (B)(6) result that not confirmed with the hbsag confirmatory assay. The possible cause is heterophilic protein that reacted with the antigen. The instrument is performing within specifications. No further evaluation of the device is required. The hbsag confirmatory (conf) assay IFU states in the limitations section: "for diagnostic purposes and to differentiate between acute and chronic hbv infection, the detection of hbsag should be correlated with patient clinical information and other hbv serological markers. It is recognized that presently available methods for detection of hepatitis b surface antigen may not detect all potentially infected individuals. A nonreactive hbsag test result does not preclude the possibility of exposure to or infection with hepatitis b."